Manufacturer narrative:
On 18-mar-2021, it was found that the incorrect event date was reported on the initial report. On 24-mar-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed no damage or anomalies. Leak testing was performed in accordance with the mentor procedures, and the expander was expanded as expected. Additionally, no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number:pc-000850623 on the initial report, the event date was reported as 2-feb-2021. However, the actual event date was 1-feb-2021. The relevant field has been updated.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 700cc mentor tissue expander being used for an unspecified leg surgery ruptured intraoperatively. The expander was used for the patient's left leg and did not inflate with expansion fluid during the surgery. As a result, three tissue expanders (catalog #:3504313m, serial #: (B)(4), ; catalog #: 3504310m, serial #: (B)(4); catalog #: 3504311m, serial #: (B)(4)) were used, and the surgery was completed. No patient consequences or procedural delays were reported. At the time of this report, there is no evidence of a need for additional surgical intervention. It is currently unknown what type of leg procedure the patient underwent with the tissue expander. However, follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.